Manufacturer narrative:
A follow-up report will be submitted pon completion of the investigation.

Event description:
It was reported to philips that the device has blinking red x and is beeping there was no reported patient involvement.